Event description:
This was a bariatric revision patient done at medical center. Tyco laparoscopic stapler broke in the middle of stomach division and lead to difficult completion and then led to further leaks and a near death experience. Patient lost nearly a year of his life. The stapler was taken under my direction to pathology and secured, however, it appears that risk management has not followed the protocol. I am a member of american society of bariatric and metabolic surgery and through the members only back door, I have asked about other experience with these staplers and it has occurred with both tyco and j&j staplers. When the companies are notified, they take possession of the staplers and do private evaluation and never find fault. We have had the tyco stapler fail twice this year, with the second case being in 2008. Tyco has become an adversarial in relationship. In addition, our risk management department is not reporting appropriately despite my requests. I was faculty at a gastric bypass revision course in five months later at the hospital and it is clear from private conversations that there are issues with the staplers. I wish my name to remain private for my security as I have already been attached professionally.